Event description:
The airway fractured & separated during removal from the pt. As indicated in the attached reports, there was a delay in obtaining the device from the hosp. Pieces of the device were lost in the process. The device failure is probably the result of overuse combined with the use of an enviormental agent that prematurely weakened the backplate. In the absence of malfunction reports for the remainder of this 1500 unit lot, a mfg defect is unlikely.